Event description:
The pt has two model 3186 leads from the same lot. It was reported the pt is experiencing auto-reducing and invalid impedances from his scs system beginning on (B)(6) 2014. An sjm representative met with the pt and reprogrammed his system for effective coverage on (B)(6) 2014. On (B)(6) 2014, an sjm representative met with the pt for reprogramming due to additional invalid impedances and was able to program for effective stimulation. Fluoro of the patient's system revealed the lead had migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.